Event description:
During a coil embolization procedure, the presidio 10 cerecyte microcoil 6 mm x 26 cm coil ((B)(4)) would not detach, although several attempts were made. The coil was removed from the microcatheter. The devices will be returned for analysis, and there was no serious adverse event reported with the event.

Manufacturer narrative:
During a coil embolization procedure, the presidio 10 cerecyte microcoil 6 mm x 26 cm coil (pc410062630/ g13921) would not detach, although several attempts were made. The coil was removed from the microcatheter. No further information has been provided and the product has not been returned in response to multiple investigative efforts. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the lack of information and without the return of the device for analysis, no conclusion can be made regarding the report that the coil did not detach. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information wil be submitted within 30 days of receipt.

Manufacturer narrative:
The device positioning unit (dpu) failed electrical testing. The coil's socket ring was found pressed against the resistive heating coil's socket ring. The unit was returned unsheathed with the coil found protruding and entangled outside the proximal end of the resheathing tool. The most likely root cause of the coils inability to detach was due to either electrical wiring damage or from a fractured solder joint connection. The exact source of this damage could not be located. The circumstances of how and where this damage occurred cannot be determined. It was not stated that an electrical pre-deployment check was performed prior to use. If the electrical pre-deployment check was not performed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the presidio 10 cerecyte microcoil 6 mm x 26 cm coil (pc410062630/ g13921) would not detach, although several attempts were made. The coil was removed from the microcatheter. No further information has been provided in response to multiple investigative efforts. The returned device positioning unit (dpu) failed electrical testing with functional analysis. The coil's socket ring was found pressed against the resistive heating coil's socket ring. The unit was returned unsheathed with the coil found protruding and entangled outside the proximal end of the resheathing tool. The most likely root cause of the coils inability to detach was due to either electrical wiring damage or from a fractured solder joint connection. The exact source of this damage could not be located. The circumstances of how and where this damage occurred cannot be determined. It is not known if the electrical pre-deployment check was performed. The instructions for use (IFU) outlines that for optimum product performance and to prevent potential complications, "verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the lack of procedural information and the analysis of the returned device a definitive conclusion cannot be regarding root cause of the damages that appear to have caused the failure of the coil to detach. If the pre-deployment test was performed successfully prior to use in the patient as outlined in the IFU, it would appear that procedural factors/device handling likely contributed to the damages found. With review of the device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.